Event description:
It was reported that a patient underwent a gynecological procedure on (B)(6) 2012. During the procedure, the device would not drive the disposable correctly. The issue was identified while checking the device with a test hand piece prior to a procedure. The procedure was completed with another like device. There were no adverse patient consequences.

Manufacturer narrative:
Conclusion: the actual device involved in this event was returned for evaluation. The device was visually and functionally evaluated. Upon evaluation, there was a misalignment of the cpc connector.

Manufacturer narrative:
(B)(4): the product upon which this medwatch is based has been received, however, the product evaluation is not yet complete. Any further information derived from the evaluation will be submitted in a supplemental 3500a form.